Event description:
It was reported that bd insyte autog bc global catheter tip frayed. The following information was provided by the initial reporter: end of the white tips are frayed/split no adverse event reported (B)(6)2024 the products were seen to be defective starting in the second week of (B)(6) and was reported to our representative on (B)(6). There were multiple catheters that had splinters and frays on the cannula.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: received 5 units of 22gx1.00in insyte autoguard device from sublot 3362800 for the investigation of this complaint. A gross visual inspection shows that the units are still sealed in their packaging and do not have apparent physical defect. Per the customer¿s verbatim, the ends of the catheter are frayed/split they therefore returned the samples for investigation. The units were investigated by inspecting them under the microscope. Unit 1,2 and 3 were graded 4 per tip-009-8d which are acceptable catheter tips. Unit 4 and 5 were graded 3i per the same specification and they were acceptable. Therefore, the complaint of catheter tip integrity could not be confirmed on the returned sample. The DHR for lot 4011193 was reviewed. Subassembly lot 3362800 material 7000pros23 was built on afa line 12 from 05jun2024 through 10jun2024. Final lot was packaged on pkg line 8 from 13jun2024 through 13jun2024 for a total quantity of (B)(4). No related quality issues or process deviations were found.